Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
The device was returned to maquet cardiac surgery for investigation. There were some signs of clinical use and no evidence of blood. The device showed some signs of wear at the connector and showed no other non- conformities. The device is approximately 5 years. The device was evaluated for its electrical function according to the service manual, "functional tests" using a precision multimeter and a 0.62 ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed the no load voltage test (result 5.49 vdc), and failed both the low current and high current output tests (results 6.4 amps dc and 6.4 amps dc respectively). Based on the results of the evaluation, the reported complaint was confirmed. The root cause of this issue is normal and expected "wear and tear" experienced during extended service life. Product specification ps1011736 rev ab defines the reliability requirements for this device. The device must be capable of withstanding cycling equivalent to 1.5 years (device lifetime reliability).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro, prior to tunneling the scope and hooking up, the device activated. The device started heating up on its own without pulling the trigger. The silicone covers on the jaws melted off. A replacement device was opened and the same thing happened, but no melting since it was immediately unplugged. The hemopro cord was switched out with a different cord and the same thing happened again. The user then switched out the generator in the room with a different generator and it worked fine to complete the case. The hospital did not report any pt effects.